Manufacturer narrative:
The ge service rep could not reproduce the problem. He tighten nuts on isolation transformer and reseat connections around breaker.

Event description:
The customer reported the system tripped a rear breaker when booting. No pt injury was reported.